Manufacturer narrative:
The customer will be retrained to follow the IFU which states: "if after processing, the color of the indicator is not equivalent to or lighter than the comparator bar shown in this instructions for use label, reject the cycle and resterilize all items." Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending analysis by lot number, system risk analysis (sra) and supplier product investigation. The device history record was reviewed and process specifications for product release were met. No issues were observed that would contribute to the complaint. Trending analysis by lot number was reviewed from 2/6/2018 to 8/6/2018 and no significant trend was observed. The sra indicates the risk associated with exposure to toxic or corrosive material is "low.". One sterrad® sealsure ci tape retains of the same lot was subject to functional investigation by the supplier. A sterilization test was performed and the color of the ci tape changed normally from red to yellow. The assignable cause of the issue could not be confirmed; however, a likely cause could be due to the customer's load contents as subsequent use of the sealsure chemical indicator tape provided acceptable results according to the customer. Also, the supplier could not replicate the issue with the retain sample. The issue will continue to be tracked and trended. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer initially reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. At the time of the report, it was unknown whether or not the affected load was released for use on patients prior to reprocessing. Upon follow-up with the customer on (B)(6) 2019, it was determined the load was released for use without reprocessing first. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly when the load is released for use without reprocessing first.